Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured.(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: material number and batch number is unknown; a lot history review could not be performed. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that an unspecified number of an unspecified bd IV tubing experienced air bubbles/air in line during use. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. Customer was experiencing this with all products and wants to know why, there is no quantity or incident it's every use. "Air in the IV tubing, upon insertion with butterfly system, pulling back to ensure placement is when we are seeing the flash of air. This is happening with infants. And this is risky and fatal to children" with 22g and the 24g.